Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the burr unlocks from the motor could not be confirmed. It was further noted that the lock release sleeve would not rotate and the o-ring was out of place preventing the lock release sleeve from rotating. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar fusion procedure, it was observed that after running the attachment device for a small amount of time, the burr would unlock from the motor on the device. It was reported that there was a five minute delay in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.